Event description:
It was reported that patient had return of symptoms. He experienced increased spasticity over the 24 hours prior to the date of this report. It was later reported that the patient went to the emergency room on (B)(6) 2012. The patient had concern for the device not working. There was no fever, no chills, no cough and no cold symptoms. The following are the vital signs for patient: temperature 97.6, pulse 127, blood pressure 142/95, respiratory rate 28, pulse oximetry 97% on room air. With the exception of items noted in the patient's history (mental retardation, encephalopathy, cerebral palsy) all systems were reviewed and were either determined "negative or noncontributory". The patient had reactive pupils, tachycardic but regular rhythm, soft non-tender, and non-distended abdomen. He did move all extremities, although he was quite spastic in his movements and he did have increased muscular tension. The health care professional (hcp) was able to fully range his joints with effort. There was good distal circulatory and the sensory exam was intact. The cranial nerves ii through xii appeared grossly intact. The patient was awake, minimally interactive, but would respond to some verbal cues. The patient was at his baseline with the exception to the spasticity. It was noted that the pump did appeared to be malfunction. Infectious processes screening was done. Chest x-ray was clear and urine was clean. Blood work looked okay. Hematology results showed the following: a white blood cell count of 12.8 k/ul (reference range (rr): 3.6 - 10.4); absolute neutrophil 8.6 k/ul (rr 1.6 - 7.71), absolute monocyte 2.0 k/ul (rr 0.22 - 0.90), and monocytes 15 % (rr 5-13 the patient did show mild leukocytosis, but nothing that the physician "would attribute to anything significant". The patient did have monocytosis, but no bandemia or left shift. The patient was administered a dose of baclofen which did seem to help him considerably. A CT scan of the patient's head was attempted, but the patient could not sit still. Meningitis was not suspected. The patient was described as looking "apparently at his baseline". The hcp contacted the patient's managing physician who preferred no changes be made to the patient's pump, and instructed to return the patient to his facility with an increased dosage of oral baclofen; and they would then arrange for further evaluation going forward. The device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Manufacturer narrative:
(B)(4).